Manufacturer narrative:
(B)(4). The actual sample was not available for evaluation. Follow up will be submitted as information becomes available.

Manufacturer narrative:
(B)(4). The assignable cause of this peritonitis is poor aseptic technique. The current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2011, during an call for an unrelated alarm, a registered nurse (rn) contacted baxter to report that while the patient was performing ccpd during the night, the minicap extended life pd transfer set disconnected from the from the plastic adapter. She also reported that the patient was diagnosed with peritonitis and fluid over load and would be backing up with hemo dialysis today. The transfer set was attached in the or. During a follow up call on (B)(4) 2011 baxter contacted the pdrn who stated the patient presented to the clinic with abdominal discomfort and cloudy pd effluent on (B)(6) 2011. She stated that the patient reported that the transfer set disconnected a few days prior, and she reconnected. The pd effluent was taken ans sent for cultures and cell count. The patient was hospitalized for peritonitis from (B)(6) 2011 and started on vancomycin 1gram IV and tobramycin 90mg IV. On (B)(6) 2011, she was given tobramycin 90mg IV and started on cipro 500mg orally twice daily for 14 days. The patient was improving and would resume pd therapy today. On (B)(4) 2010, writer contacted the pdrn to clarify report of fluid overload reported in this complaint. The pdrn verified that the patient did not have an over-fill. She reported that the patient had loss of ultra-filtration ability due to membrane inflammation that cause her to overload (have swelling). The fluid over load was addressed in the hospital and resolved when the patient received hemo dialysis. The pdrn reports that the transfer set was placed in the operating room and she does not have access to the lot numbers for the transfer set the patient had at the time of the incident. The patient was retrained on proper aseptic technique and was instructed that she should not reconnect the transfer set, but cap it off and call the pdrn the next time this happens. No further information is available.